Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 4.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that the lead was pulled back out of the original location. The physician repositioned the lead successfully. The ra lead remains in service. No adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No event date was provided.